Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system did not allow the anesthesiologist to remove the selected medication in the middle of a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. The customer stated that their pharmacy department was able to intervene. There were no adverse events or injuries reported based on this incident. Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. An unknown residue was found on the device's screen and the customer received instructions on how to properly clean the device to remove the previously mentioned residue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow the anesthesiologist to remove the selected medication in the middle of a case. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. The customer stated that their pharmacy department was able to intervene. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, b5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2021 to 15- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the or14 was not allowed the anesthesiologist to select medications to remove. A field service engineer unable to find the root cause and tested in hardware test application, noticed that residue was all over screen. So recommended proper cleaning techniques and no device problem found. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow the anesthesiologist to remove the selected medication in the middle of a case. The customer stated that their pharmacy department was able to intervene. There were no adverse events or injuries reported based on this incident.